Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2008 due to sui, cystocele.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on an unknown date and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to FDA: 04/07/2016.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced extrusion, urinary problems, recurrence, bleeding and dyspareunia. It was reported that the patient underwent mesh revision on (B)(6) 2008 due to extrusion and mesh removal on (B)(6) 2010 by dr. (B)(6) due to erosion.